Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was broken wiring in the door. There was no patient involvement.

Event description:
It was reported that there was broken wiring in the door. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced bezel with damaged door wiring harness and dim u4 segment on display board. Keypad recall action completed. Based on the findings, service determined that the reported issue was due to damaged wiring harness of large volume pump mechanical assembly. Device history record: a review of the device history record showed the device had a manufacture date of 14mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.